Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that intra-operative high and undefined atrial impedance and no capture was noted when the ra lead was connected to the ipg impedance and threshold values were noted to be within normal limits when checked with an analyser.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the implantable pulse generator (ipg) exhibited a suspected atrial connection failure. It was suspected that some kind of insulator tissue might have mixed in the cavity as a result of re-tightening the set screw several times and inserting and removing the right atrial (ra) lead. The ipg was attempted/not used and was replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.